Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (very close to the bifurcation) was attempted with two proglide devices after a diagnostic coronary procedure using a 5f sheath. Reportedly, the first proglide device was placed, however bleeding still continued. A second proglide device was placed, and the same occurred again. A small hematoma formed. Manual compression was used to achieve hemostasis and treat the small hematoma. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.